Event description:
Meter name: one touch basic original. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: unknown. A patient reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was inaccurately low. The result on their meter was 132 (no units). The results on the hospital meter was unknown. The time difference between patient's meter and hospital meter was unknown. Treatment was unknown. No further info has been reported.